Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and ketone level was high. Customer went to the emergency room (ER) and intravenous fluids were administered. After 4 hours, customer left ER feeling better. Bg was 300 mg/dl. Contact did not know cause of elevated bg. Upon follow up, tandem technical support reviewed pump data with the contact and no issues were identified. Contact acknowledged. Information. Customer was using manual injections for insulin therapy.